Event description:
Pt sitting on stool riser which had been placed on toilet. Toilet seat was up with riser on top of it. Pt started to sit forward and the stool riser moved. Pt felt hip give way as she sat back down. Had left total hip in 1993. X-rays confirms dislocation of hip. Taken to or for closed reduction of dislocation.